Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system as part of instrument validation. A known sars-cov-2 positive sample was run on cobas liat serial number (B)(4) as part of the instrument validation process, prior to putting instrument into use. The known sample (ran on (B)(6) 2022) was negative for sars-cov-2. The sample was refrigerated and retested on the same cobas liat on (B)(6) 2022 and was negative for sars-cov-2. This sample had been originally run on cobas liat serial number (B)(4) on (B)(6) 2022 with a positive sars-cov-2 result. The same sample was repeated on this instrument on (B)(6) 2022 and was again positive sars-cov-2. The results of the validation test were not reported. No harm or injury was reported as this was a validation sample. An investigation was conducted to evaluate the customer's allegation. Per the FDA eua guidance 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. Further investigation was performed to rule out a product quality issue. No systemic issue was identified for lot 20124x and there is no indication of a hardware issue for these instruments. The most likely cause for the discrepancy observed is due to the sample having a low viral load at the lod for this assay, where results are known to waver upon repeat testing. (B)(4).